Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for one pt, involving access 2 immunoassay system. This report number one of four. Subsequent testing produced reproducible results, but an increase in variability was observed with repeated values. It is unk if the elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt's sample for further analysis.

Manufacturer narrative:
The field service engineer (fse) performed system verification on (B)(4) 2007. All were within specification. The fse reviewed system check data, which was within specification. The fse completed repair verification per established procedures. All system results confirmed to the manufacturer's performance specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed interfering substances in the pt sample produced the falsely elevated results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00187. All related medwatches: 2122870-2011-05663, 2122870-2011-05664, and 2122870-2011-05665.